Manufacturer narrative:
Date of event: unknown, not provided; best estimate between (B)(6) 2020 and (B)(6) 2020. If explanted; give date: not applicable as lens remains implanted. Concomitant medical product: ophtec capsular tension ring (ctr) 276us1g00 sn (B)(6). Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is still implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he had surgery on both eyes last year. The left eye (os) a zxt300 was implanted on (B)(6) 2020 and the right eye (od) was implanted on (B)(6) 2020. He indicated he originally had dry eye. When the procedures occurred, he was cured of his dry eye. However, he is currently suffering very painful headaches, feels like his eyes are going to explode, and has double vision. He is having problems with balance and walking. This has caused him to fall several times due to his double vision and must wear a cane to prevent falls. And he is having problems reading to update his licensing. His doctor has mentioned that his driving might be affected, due to his bad vision. He is (B)(6) years old but currently employed and in need of his vision to improve to keep driving. His allergist indicated he might be allergic to the lenses. He has seen four different doctors and their opinions have been that he must have the lenses explanted however they have also mentioned that it is a high-risk procedure. Doctor is expecting to exchange lenses because he was told his eyes were rejecting the lens. The exchange is scheduled to replace it with mono-focal lenses. Additional information indicated that sometimes he is in excruciating pain in his head. Especially in the afternoon. Double vision is still happening. Makes it very hard to drive, work, read. No date is scheduled for secondary surgery at this moment. This MDR report is to capture the left eye (os). A separate report will be submitted for the right eye (od).